Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of gfav3164 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after checking with the nurse, the staff was preparing for a ptc procedure and attempted to thread the plastic stylet into the catheter. It was stated before she could thread the plastic stylet in, the hub of the stylet broke from the main body of the plastic stylet. Another new set had to be opened to complete the procedure. Original device was not used on the patient.